Event description:
Event description guidant received information that the patient with this recently implanted pacing system's heart rate was reported in the 30's. The pacing threshold had increased to 3.5v and the automatic capture setting was at 3.0v. The caller questioned if every other beat was falling in the evoked response window. A lead revision procedure has been scheduled.